Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, the sleep current measurement test, the active current measurement test, the rewind test, the prime test, the basic occlusion test, the occlusion test, the force sensor test, and the displacement test. A software error alarm was detected in the pump history due to a software error. The insulin pump was received with minor scratches on the lcd window, a scratched case, and a pillowing keypad overlay.

Event description:
The customer reported via phone call that she got a pump error alarm. They had received a software error detected alarm. She had to change the time and date and rewind the insulin pump. Customer stated that the insulin pump was suspending for a low blood glucose level. Customer reported the pump error did not occur during the rewind/load reservoir/fill tubing process. The customer was advised to clear the pump error by selecting ok, and to disconnect from the pump. The customer was recommended to use a back up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Software error detected alarm found in the pump history due to software error. Insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.